Event description:
It was reported that there had been 65 low impedance paces since (B)(6)2010. The patient v lead has been running around 300 ohms. The caller noted that thresholds had increased on the v since last office visit. Caller also noted that some of the intervals in high rates were nonphysiologic and the patient had radiation treatment over a year ago. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.